Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revised a tkr pfc from [surgeon] in[year]. Pt had a hx of multiple falls. ? Instability. [Surgeon] revised and implanted attune revision. Femur and tibia were well fixed with good bone / cement integration. Poly insert did not appear to have any un-natural wear or osteolysis. Extension and flexion were opening approximately 3-4mm each. The was some strange excessive bone growth over the patella and tibial base plate. Femur, tibia and poly removed. Original dome patella was untouched¿. The product was not returned to depuy synthes, however photos were provided for review. Review of the photographic evidence revealed that the fixation surface of the reported femoral implant was covered with what appears to be organic material and bone cement. However, no defects nor signs of damage that could have contributed to the reported adverse vent were observed. Product information could not be retrieved from the images provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unknown knee femoral would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected: h3.

Event description:
It was reported that pfc sig rpf ins sz 3 12.5mm, unknown knee tibial tray, and unknown knee femoral were involved in a reported event during a total knee arthroplasty procedure. The patient had a history of multiple falls and possible joint instability. During revision surgery, the femur and tibia were found to be well fixed with good bone and cement integration, and the poly insert did not show abnormal wear or osteolysis. Extension and flexion were opening approximately 3-4mm each, and there was excessive bone growth over the patella and tibial base plate. The femur, tibia, and poly insert were removed, while the original dome patella remained untouched. The procedure was completed successfully without delay, no fragments were generated, and no additional medical intervention was required. All three devices were explanted during the procedure.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.